Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms typically during the night when the customer was dehydrated. The customer's blood glucose (bg) level was 390 mg/dl with moderate ketones. The customer would drink water, bolus and use insulin injections to address the bg level and ketones. The customer would change the infusion set site and the occlusion would "typically resolve itself". The customer was working with a clinical diabetes specialist to find a solution to the occlusions. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.